Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01356. This report is being submitted as additional information. Approximate age of device ¿ 5 months (calculated from the date that the mobile power unit was provided to the patient.) Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the evaluation of the log file. Throughout the log file, three incidents of ac power loss occurred while the system was powered by a mpu. On (B)(6) 2018 at 20:16, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.3v in approximately 5 seconds activating low power hazard, power cable disconnect, and no external power alarms. The voltage levels indicated that the ac power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. Four minutes later, the same events occurred again and lasted for approximately 14 seconds. Another similar event of ac power loss was again recorded and lasted for approximately 6 seconds on (B)(6) 2018. There were no other notable alarms active in the log file. The mobile power unit was not returned to abbott for evaluation. Additional provided information indicated that most likely, the power cord come unplugged from the back of the mpu. A v-lock power cord was sent to the customer. No further issues were reported. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log files were submitted to the manufacturer¿s technical services for the clinical study¿s 180 day log file review. The log files were reviewed by a representative of the manufacturer¿s technical services and revealed no external power alarms on (B)(6) 2018. These were due to the mobile power unit (mpu) losing power from the power cord coming loose. The system controller backup battery did take over running the pump during the no external power events. There were no other unusual events observed within the log files. It was reported that the power cord most likely came unplugged from the back of the mpu rather than the wall outlet; however, it was not known for sure. There was no adverse event. A locking power cord was sent for replacement for the patient.